Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by depuy international confirms the reported device wear. Patient x-rays were not provided so it was not possible to determine implant positioning. A search of the complaints databases finds no other similar reports against the product and lot code combinations since their release to distribution. A review of device history records and material certifications did not identify any related manufacturing deviations or anomalies. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Revision for pain, dislocation and eccentric wear of the liner.